Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm during prime. Customer's blood glucose was 150 mg/dl. During troubleshooting, insulin did not exit with manual prime. Customer was advised to change the set. Customer was advised the infusion set will be replaced. Customer will not be returning the infusion sets for analysis.